Event description:
The customer reported that when he was trying to repair an autofill problem and he broke the glass tubing in the autofill tubing. No patient was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative replaced the manifold fill (part number 0104-00-0023) and blood detect tubing (part number 0008-00-0312). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The manifold fill was received by the manufacturing facility at (B)(4). The evaluation on the part is in progress. The blood detected tubing was not returned because it was broke by the customer during their attempt to repair the autofill failure. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).